Manufacturer narrative:
This system was shipped in january 2009 and has never received periodic maintenance from the manufacturer. This system was maintained by the hospitals clinical engineering group. There was internal damage to the o2 board, specifically r5, and this was the cause of the "system failure" alarm.

Event description:
The customer attempted to calibrate this system. The unit was powered on - then it executed a self test and alarmed. The alarm was for a "system failure".